Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter. ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: warnings, cautions, and precautions. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers."

Event description:
The complainant reported that a patient underwent implantation of an impella cp device for mechanical circulatory support. During support, a pump failure occurred and was associated with the development of limb ischemia. Clinical intervention was required; however, specific details regarding the intervention were not provided. The ischemia ultimately resulted in limb amputation. The patient survived the device explant and was reported to be in stable condition following the event.